Event description:
It was reported that the pacing threshold was high. The lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided.